Manufacturer narrative:
Concomitant medical products: product ID: 977c290, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(4), ubd: 01-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the patient was not getting as good relief as when he was originally implanted. The physician stated the lead had migrated down two vertebral bodies and the cause of the migration was unknown. The physician wanted to advance the lead back up higher than its original placement and trial it there. Surgery was done to move the lead up to the middle of c1. No ap x-rays were taken and impedance testing was normal. It was unknown if the issue was resolved at the time of the report.